Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the common iliac artery. A 7x40x75 epic¿ vascular stent was advanced to treat the lesion. However, post stent deployment, it was noted that the edge of the stent struts were lifted. A non-bsc stent was then deployed as additional treatment and the procedure was completed. No patient complications nor injuries were reported.